Event description:
On august 23rd, 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci si prostatectomy procedure on (B)(6) 2010, and alleged to have injuries including a perforated rectum. No further information is available at this time. An initial/30-day MDR was submitted to the FDA on 08/02/2013 regarding the reported event. Refer to MDR 2955842-2013-02897 for the initial/30-day MDR. At the time MDR 2955842-2013-02897 was submitted, the place of occurrence for the event was unknown.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) obtained additional information regarding the reported event from the risk manager at the site. According to the risk manager, the surgeon informed her that no malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. The risk manager stated that the surgeon did not provide a possible cause of the patient's reported injury. No additional information was provided by the risk manager.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complication(s) experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges injuries including a perforated rectum after undergoing a da vinci surgical procedure.